Event description:
Additional information received reported the coil came out of the introducer sheath smoothly. There was no kink or other damage observed to the catheter or coils. The cause was not determined.

Manufacturer narrative:
B5: updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil encountered resistance and was stuck in middle section of the echelon catheter. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 3 mm and a 1.8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The access vessel was the femoral artery with 8mm diameter. It was reported that the physician conducted a procedure for an anterior communicating artery aneurysm. After puncture, an intermediate catheter and an echelon10 microcatheter were positioned at the lesion site. The first coil, apb-3-6-3d-es (batch number 229175214), was hydrated and successfully deployed within the aneurysm. For the second coil, apb-2.5-4-hx- es (batch number :228012936), significant resistance was encountered midway through the microcatheter, preventing further advancement. The surgeon carefully attempted to retract the coil, but it was stuck inside the microcatheter and could not be retrieved. Both the microcatheter and the second coil were removed together. It was unclear whether the issue was due to the microcatheter or the second coil. A new echelon10 catheter was then used. A third coil, apb-2-4-hx-es (batch number 229655963) was successfully advanced and detached, followed by the successful implantation and detachment of the fourth coil, apb-1.5-3-hx-es. Angiography showed dense packing of the aneurysm, and the patient's condition remained stable, concluding the surgery. It was unknown if the catheter and the second coil were damaged. The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil and an echelon-10 micro catheter were returned for analysis within a shipping box and within a sealed biohazard pouch. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be broken at load indicator, kinked at ~46.0cm, broken and separated at ~133.4cm from broken proximal end. The axium prime coil was found to be already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil could not be used for resistance testing with returned echelon-10 micro catheter due to their damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.